Event description:
It was reported that the atrial lead dislodged and exhibited unacceptable threshold. The lead was explanted and replaced. The patient tolerated the procedure well and no complications were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.